Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose levels due to a bent cannula. Her blood glucose at the time of the 911 call exceeded 900 mg/dl. The customer stated that she went into diabetic ketoacidosis; however, her products were out of the expired use date and she was advised to use fresh infusion sets. The customer inserted the infusion set without a serter, and that caused a bent cannula which she was unaware of. Troubleshooting was declined for the bent cannula issues and her high blood glucose. No products were returned or shipped.